Manufacturer narrative:
(B)(4). Service engineer (se) inspected the device and verified the malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.

Event description:
It was reported that the 840 ventilator had a loss of communication. There was no patient involvement. Service engineer (se) inspected the device and verified the malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all the required testing.